Manufacturer narrative:
(B)(4).

Event description:
The catheter fractured when it was being explanted. When asked if there was a therapy or medical problem, the response was "yes" pt was not receiving relief from pump anymore". Further follow-up is not possible at this time. The caller refused to provide pt information. The device information could not be obtained. The caller's phone number information could not be obtained.